Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our malta affiliates, during implant of a 26mm sapien 3 transcatheter heart valve in the aortic position by transapical approach, at the end of inflation of the valve, the certitude delivery system balloon burst. The valve was slightly under'expanded, and upon balloon deflation, blood was observed in the 'indeflator'. There appeared to be a small indentation in the distal shoulder of the balloon, which led to this occurrence. The balloon deflated was removed through the sheath without any problem a second delivery system was then used with nominal volume to post dilatate the valve. No patient injury occurred and patient was stable post-procedure. Provided imagery shows fluid leakage through balloon pinhole.